Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329, (lot: 0012508011); product type: 0195-heart valves; product ID l-evolutfx-2329; (lot: 0012436673); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a patient with a bicuspid sievers 1 valve with "very abnormal cusp anatomy" and a horizontal aorta, a pre-dilatation was performed using a 24 millimeter non-medtronic balloon. The delivery catheter system (dcs) delivery was conducted through an 18 fr non-medtronic sheath over a non-medtronic guidewire. The first two deployments were positioned too deep on the left coronary cusp, and the third deployment was too shallow. A fourth deployment was performed and successfully implanted the valve. A moderate paravalvular leak (pvl) was observed post-deployment. Post-dilatation was performed twice with the same 24 millimeter non-medtronic balloon, resulting in a mild pvl at the location of a large nodule of calcium, with no mean gradient. The implanters were satisfied with the result and opted not to perform a post-dilatation with a larger balloon due to the risk of rupture. Contributing factors to the multiple deployment attempts included the abnormal cusp anatomy and horizontal aorta. The site conducted its own computed tomography (CT) measurements, and a calcium score of 2170 was provided.